Event description:
Serial number not available. Vancomycin started on sigma pump. Total volume cleared prior to start of infusion. Vtbi set to 500 cc. Infusion complete alarm acknowledged. Rn noticed that there was half the bag of vancomycin remaining. Volume cleared, pump set for 200cc. Infusion complete, vancomycin remaining in bag. 50 cc added. Infusion completed. Pump at right height and alarms not silenced by primary rn. Our clinical engineering team interrogated the pump and found: upstream occlusion 1 hr 45 min after start of infusion. Likely a partial occlusion which explains partial infusion and prolonged detection.